Event description:
(B)(4). Severe bleeding during and in between periods, back pain, migraines, brain fog, distorted thought process, memory loss, abdominal cramping mild to severe but constant, hair loss.